Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the surgery was prolonged due to changes in the implant design, which rendered the cutting guide unusable.

Manufacturer narrative:
Additional information: d4, h4, h6. The reported event could be confirmed based on the review of the case. During the investigation of this complaint, it was found that the surgeon intended to reuse previously received cutting guides for a new implant case that matched an earlier design. However, due to a communication breakdown, the design team created a new component using the correct planning data but without replicating the original mandible design, resulting in the existing cutting guides no longer being compatible. Further investigation is being opened to address a manufacturing-related issue.

Event description:
No new information.